Event description:
The manufacturer received info alleging a ventilator powered off and failed to alarm. There was no harm or injury reported.

Manufacturer narrative:
The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During further testing at the manufacturer's service center, the ventilator failed a step during testing. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Manufacturer narrative:
The MFR has completed the evaluation for a ventilator that was returned with an allegation the device powered off and failed to alarm. The ventilator was returned to the MFR for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to MFR's specifications.